Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 38 mg/dl and 18 mg/dl. Customer was passed out two times on saturday. Customer reported that the insulin pump had a broken reservoir lip ring. The customer stated that the reservoir did not lock into place. Troubleshooting was performed for damaged and declined for low blood glucose. Customer also reported that the insulin pump had insulin flow blocked during bolus so she was inspected insulin pump while doing set change to resolve occlusion. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer noted. No unexpected insulin flow blocked alarm noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).